Event description:
The patient contacted animas on (B)(6) 2012, stating the ok button was intermittently unresponsive and both arrow buttons were hyper-responsive causing continuous scrolling through screens. The patient alleged these issues persisted for a few weeks. The patient denied trauma to the pump. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump in a pocket and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed, and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the keypad was noted to be torn at the ok button. On testing, the ok and contrast buttons were responsive. The up arrow and down arrow buttons had intermittent response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons and the up arrow, down arrow and ok contacts were inverted. The up arrow and down arrow were noted to cause scrolling.